Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, after gaining access to the bile duct, while attempting to perform the sphincterotomy, the cut wire broke. No portion of the wire fell into the patient. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.